Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that during transfer, patient fell out from the device. Apparently, the fall was caused by the sling clip detachment. The event happened in the middle of the transfer. The resident was palliative treated at the facility and passed away about a week after the event occurred. The device cannot be inspected by arjo as the customer cannot identify which lift was used during the event.

Manufacturer narrative:
Following the information provided during transfer of a patient from a bed to a chair using the maxi move passive floor lift and an arjo sling, the patient fell out of the device. It was reported that the sling clip detached from the lift spreader bar. As a consequence of the event, the patient sustained multiple lacerations and head injury. On 08-june-2023, arjo received information that the patient under palliative care passed away a week after the event. After the event, the arjo representative contacted the customer to receive additional information regarding the event circumstances. The sling used during the incident was disposed of by the customer. During the interview, the customer reported that the sling clip was attached to the pin of the maxi move but it was believed that sling was not having tension on the clip. Also, customer advised that the sling clip may have been subject to wear and tear which may have caused the clip to detach. Due to fact that the sling used during the event was disposed of, the sling was not evaluated by arjo representative. Therefore, the customer allegation cannot be confirmed. Once the clips are installed and the lifting has begun, the tension present during the transfer maintains a downward force on the clips ensuring they remain in the desired location on the lugs. Therefore, it is unlikely that clip go inward because it is stopped by the metal frame of the spreader bar. It cannot go outward because it is stopped by the spreader bar pin¿s mushroom shaped end of the lug. It cannot go downward it rests on the attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. The instruction for use for maxi move device contains explanation how the sling should be applied. Also contains warning: ¿caution: always check that all the sling attachment clips are fully in position before and during the lift cycle, and in tension as the patient¿s weight is gradually taken up.¿ ¿warning: only detach the sling leg connection clips followed by the shoulder connection clips when the patient¿s body weight is fully supported by the bed to avoid any risk of fall.¿ the customer provided different statements regarding the event circumstances. The first statement suggests that there was no tension on the sling clip, while the second statement indicates that the clip detached in the middle of a transfer, which suggested that the sling clip was fully in tension. To pull out a clip under tension, a force in the opposite direction greater than the one applied by the gravity of the person's weight would be required, which under normal conditions of use, is highly unlikely to happen. Additionally, the inspection of the sling was not possible. Based on the provided information, there is no sufficient data to identify the root cause. To sum up, the arjo floor lift and clip sling were used as a system during the patient transfer. The clip detached from the lift spreader bar and from that perspective system did not meet its performance specification. We decided to report this complaint to the competent authorities due to the clip detachment during use.